Event description:
Mercury poisoning from mercury amalgam dental fillings caused otherwise unexplained weight loss from normal - despite eating lots of healthy food, chronic fatigue, memory loss including loss of ability to spell, cold hands and feet, rapidly worsening myopia, depression -due to all the physical problems-, etc. I also had a long history of tonsil, throat, lung problems after every dental appt. I had 17 mercury amalgam fillings at the time I figured out that mercury was the problem.